Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of greater than 2000 ohms. Boston scientific technical services discussed options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).